Event description:
Boston scientific crm received information that this patient's daughter called technical services stating, her father passed away two months after he received his guidant (now boston scientific) pacemaker. She states, his death certificate identifies cause of death as asystole. She asked her funeral director what asystole was and he told her it was complete electrical failure. She is concerned that her father just received his device and wanted to know what she could do with it. She suggested we might want to look at the device in case there was something wrong with it, but did not clearly allege that the product malfunctioned contributing to her father's death.

Manufacturer narrative:
Not returned. Boston scientific crm technical services discussed that the caller should contact her father's physician for a clear definition of asystole and how it was used on her fathers death certificate and suggested that she return the device to our company of analysis. The technical services consultant called customer service and requested a return products kit. No advisories are associated with this device. Efforts to obtain additional information were unsuccessful. As of today, the pacemaker has not been returned for testing.